Event description:
A customer reported a scan error with the freestyle libre 2 sensor. The customer reported that the low glucose alarm sounded, but the sound was too low and customer did not pay attention to it. The customer then started to "feel silly" and tried to scan sensor but obtain scan error. The customer subsequently lost consciousness, and was taken to hospital where she was diagnosed with hypoglycemia and treated with 50% glucose and serum via IV. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. The sensor plug was properly seated and no physical damage observed on the sensor patch. The sensor was found to be in sensor state 1 (indicating a storage state) and insertion failures were not observed which is evidence that the user did not activate the sensor. Therefore this issue is not confirmed to use. Additional investigation; alarms will follow the users phone sounds and notification display. The user's phone settings needs to be configured and user must allow permission to receive alarms. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. H10 addtl mfg narrative was incorrectly documented in follow up #1. H10 has been updated as the investigation has been updated.

Event description:
A customer reported a scan error with the freestyle libre 2 sensor. The customer reported that the low glucose alarm sounded, but the sound was too low and customer did not pay attention to it. The customer then started to "feel silly" and tried to scan sensor but obtain scan error. The customer subsequently lost consciousness, and was taken to hospital where she was diagnosed with hypoglycemia and treated with 50% glucose and serum via IV. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. The sensor plug was properly seated and no physical damage observed on the sensor patch. The sensor was found to be in sensor state 1 (indicating a storage state) and insertion failures were not observed which is evidence that the user did not activate the sensor. Therefore this issue is not confirmed to use. Additional information: a tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a scan error with the freestyle libre 2 sensor. The customer reported that the low glucose alarm sounded, but the sound was too low and customer did not pay attention to it. The customer then started to "feel silly" and tried to scan sensor but obtain scan error. The customer subsequently lost consciousness, and was taken to hospital where she was diagnosed with hypoglycemia and treated with 50% glucose and serum via IV. There was no report of death or permanent injury associated with this event.